Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported numerous instances of low blood glucose levels. The customer reported low blood glucose levels of 40 mg/dl and treated with glucose tabs. The customer also reported low blood glucose levels of 23 mg/dl. The customer also reported low blood glucose levels of 29 mg/dl but proceeded to have dinner afterwards. The customer again reported low blood glucose levels of 40 mg/dl and treated with four glucose tabs. The customer in one instance also reported a vehicular accident wherein she was the driver and was admitted to the hospital. The customer also reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer reported having low blood glucose levels of 29 mg/dl while the sensor glucose was reading 80 mg/dl. The customer was advised to monitor the issue. No additional information was provided.